Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement in 1999 and subsequently underwent a rebushing procedure on (B)(6) 2014.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. The requirement for rebushing was most likely related to the length of the time that the devices have been implanted. The initial procedure was 15 years ago. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets smiles total knee replacement (k120992).

Manufacturer narrative:
A rebushing procedure was successfully performed with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, performed at the discretion of the surgeon. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement in 1999 and subsequently underwent a rebushing procedure on (B)(6) 2014. This is a supplemental report to 3004105610-2014-00163 (B)(4).